Event description:
Lap chole - "clip applier dry loaded, jaws would not close clips once loaded."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.